Event description:
The customer reported that the customer was having knee pain and was given a cortisone injection in that knee. The caller stated that after the injection her blood glucose was in the 400- 500mg/dl range. The customer stated that one day she went to her doctor's office and had to be put on two IV bags. The customer believes that her glucose level was high due to the injections. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.